Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient had their ins explanted due the device no longer working. The patient is not using the device anymore because it make her leg numb. No further complications were reported. No additional patient symptoms were reported.